Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 1008.2mcg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient had a motor stall occur yesterday(B)(6) 2020 at 10:30am according to the pump logs. The healthcare provider scheduled the patient for a pump replacement to take place today, (B)(6) 2020 but when the company representative showed up for the pump replacement, the pump had recovered at 3:00am on (B)(6) 2020. The healthcare provider was wanting to hold off on replacement since the pump had recovered. The reporter confirmed there was no emi exposure. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that before the pump replacement procedure, the patient experienced withdrawal symptoms and was orally managed with her baclofen in the hospital prior to the new pump being implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-apr-2020 from a healthcare professional (hcp) via a company representative who reported that no cause for the motor stall was determined. The pump started alarming again and was in a motor stall again. The physician then scheduled the patient for a pump replacement. The pump was replaced on (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned and destructive analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.